Event description:
The patient believed that the pump was not operating/working correctly. The patient symptoms, interventions, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the consumer indicating with personal therapy manager (ptm) boluses the patient sometimes felt his stomach go numb if he didn't push on his pump a certain way. A dye study had been performed and showed no leaks. The change in therapy/symptoms was noted as sudden with ptm boluses requested. The event date was noted as 2015. The situation was being addressed by a healthcare provider (hcp).

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reported they were locked out from using their ptm for twenty-four hours after they had gone to their hcp on (B)(6) 2015. They laid on ice and heat to help with the pain. At that appointment the solution in the pump was changed. On (B)(6) 2014, the patient later stated that the medication was going to their stomach since every time they received a bolus, their stomach was numb. With the dosage increase, the duration of the numbness was longer. The patient stated the pump leaked in their stomach, and that the pump was leaking around the seams. They stated they could cut themselves and would not feel a thing. They only felt numbness when using the ptm. They reportedly went to sleep in pain, and they woke up in pain. They did not sleep more than a couple of hours. They were upset and crying at the time of the report. They were taking 15 mg of oxycodone orally, four times daily. The pump reportedly contained hydromorphone and bupivacaine.

Event description:
Additional information later received reported the patient had the patient had also reported to the healthcare provider (hcp) that when he uses his ptm it causes numbness in the pocket. The hcp performed a dye study and everything looked really good. No leaks were visible, and the tip placement looked adequate. When the patient was last seen, he seemed ok with the results of the dye study. The hcp then stated that the patient was ¿very high anxiety¿ and ¿was expecting more from the pump than may be possible¿. It was also noted that the patient may be looking for a different physician as he did not seem happy with his current hcp¿s response to his complaints. The hcp stated that they would follow up with the patient to see if there was anything further that they could do to help him.

Manufacturer narrative:
(B)(4).

Event description:
When the patient first got the pump, it was numb around the site. Then, when adjusted, the numbness was gone. It was later reported that an appointment on (B)(6) 2014, the patient appeared to be upset and was crying. They stated their pump was not working. On multiple occasions the patient noted that the pump had done nothing for him since it was implanted. They reported numbness surrounding the pump in their left abdomen at this time. They had no numbness in their back or leg. A dye study was performed and was negative. At that time, the hcp planned to perform an exploratory revision of the pump and open up the pocket to see if there was any evidence of leakage that was undetected with the dye study. A slight irregular heart rate was noted. The patient reported they had that sometimes when they were anxious. The patient stated they never had dizziness or shortness of breath. Their pain was 3/10. The patient claimed that after the dye study the numbness with the ptm dosing ceased. The patient thought that maybe the dye bolus cleared the clogged catheter. The healthcare provider (hcp) stated that as of (B)(6) 2014 the patient told them that everything was working fine; that they had no numbness with the ptm, the ptm was working fine, and they had good pain control. On (B)(6) 2014 information was received from the patient. They thought the medication was being delivered to the wrong place in their body. Ever since the pump was put in, they had been complaining to their pain doctor that it was not going into their back; that it was going into their stomach and penis to the point that they could perform surgery on themselves. They could stick pins in it and they would not feel it. The patient's penis was so numb that they had problems urinating. This had been happening since it was put in. Their hcp reported the cause of the numbness was undetermined, but the patient claimed they would feel the numbness especially after a bolus dose from the personal therapy manager (ptm). On (B)(6) 2015 information was received from the patient indicating that every time they received a bolus using the ptm, the right side of their stomach right at the pump location went completely numb. This began right when they received the ptm either in (B)(6) 2014. They do not experience numbness any other time. The patient was told it was the nerves in their back causing this. They noted having an incident before (B)(6) with a four-wheeler where they ended up going over the bars. On (B)(6) 2015 it was reported that the pump had never worked and had never provided pain relief for the patient's back at all. Their hcp indicated that they were going to do the revision. The patient's pump was refilled on (B)(6) 2014. The patient's wife stated they did not think there was anything wrong with the pump, but that the hcp may have implanted it wrong or the catheter might be in the wrong place. The pain changed the patient's personality, and they were not the same person. The patient was angry because they were always in pain. The patient's wife reported the pump contained morphine and a numbing medication. The patient and their healthcare provider reported the pump contained dilaudid (hydromorphone) and bupivacaine since (B)(6) 2014, use ongoing.